Manufacturer narrative:
Device evaluated by MFR: the device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause was unable to be determined. (B)(4).

Event description:
Same case as MDR ID: 2134265-2017-02131. It was reported that the patient flatlined. The patient was undergoing a radiofrequency ablation (rfa) treatment of a tumor in their right kidney. The 4.0/15/15 leveen¿ coaccess¿ was used with a rf3000 radiofrequency generator. When the rf3000 was turned on, the heart monitor indicated the patient¿s heart stopped beating. When the generator was turned off, the normal rhythm returned. Ablation was started twice, but only for a few seconds in each instance. The procedure was aborted. The patient was fine and there were no further complications. The physician will attempt cryoablation in the near future. Additionally, it was reported that the patient had a full cardiac work up (electrophysiology study, echocardiogram and electrocardiogram) which revealed 70% stenosis in the obtuse marginal branch. The patient will have a stent implanted in 4-6 weeks.